Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of 372 mg/dl. The customer received no delivery alarms as well. He was wearing his insulin pump at the time of hospitalization. His most current blood glucose level was 500 mg/dl. He treated his blood glucose level with a manual injection. The product was not returned. Nothing further to report.